Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level over 600 mg/dl and a bolus of insulin was delivered in an attempt to lower the bg. The customer was hospitalized for diabetic ketoacidosis (dka). The customer was treated with an insulin drip. The high bg and dka were resolved. The cause of the high bg was not known. The customer's healthcare provider verified the pump was working and there were no infusion set site issues. The customer was discharged on (B)(6) 207 and had reverted to using insulin injections to manage diabetes.